Event description:
The waveform shows single phase instead of bi-phasic waveform as expected and missing ¿seal ring¿.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Case file: (B)(4) is related to the same event as the one already reported in (B)(4). Case file: (B)(4) is therefore closed as such (duplicate).

Event description:
The waveform shows single phase instead of bi-phasic waveform as expected and missing ¿seal ring¿ case file: (B)(4) is related to the same event as the one already reported in (B)(4). Case file: (B)(4) is therefore closed as such (duplicate).